Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was an md5 failure during reprogramming of the monitor. The cause of the monitor not powering on was isolated to (components u102 and u105) computer/analog board sn (B)(4). The root cause of the failure is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A (B)(6) old female pt contacted zoll customer support to report that her monitor was making a loud siren alarm. The pt was issued a replacement monitor.